Manufacturer narrative:
Follow-up #1: date of submission 8/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings:. Pump was returned with moisture on the battery cap. No moisture was found in the battery comparetment. Leak test failed due to cracks in the battery compartment along the side and from case seal traveling to bumper. Opened pump- moisture found on the battery canister. Dim display- letters have a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.